Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that after they started wearing the aligners their teeth got loose. They thought this was normal and moved to next aligner where the bottom tooth chipped. Their gums are now very sensitive. They went to their dentist and now require dental work to be done. They will no longer be able to wear the aligners.